Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery cap or the battery compartment. A new battery was used and the power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed a single unexplained power reboot occurrence. The pump was able to power on per normal operation and no power interruptions were observed during the 24 hour testing. The battery cap was able to fully secure and to maintain the electrical connection. Additionally, the battery cap was fully tightened and then loosened one half turn with no power interruptions. The pump was opened up and no intermittent conditions were found to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).